Manufacturer narrative:
The glucose reagent lot number was 70736601 with an expiration date of 30-apr-2024. The sodium electrode lot number and expiration date were requested but were not provided. The field service engineer found a worn vacuum tubing on the rinse unit assembly. He replaced torn vacuum tubing and performed mechanism checks. He ran a precision check and qc which were acceptable.

Event description:
There was an allegation of questionable results from the cobas 6000 c 501 analyzer. (B)(6) initial glucose (gluc hk gen.3) result was 46 mg/dl and was reported outside of the laboratory. The repeat results were 98 mg/dl and 99 mg/dl. The reported result was corrected within 10 minutes. (B)(6) initial sodium result was 166 mmol/l and the repeat result was 138 mmol/l. The questionable result was not reported outside of the laboratory. On (B)(6) 2023, (B)(6) initial glucose result was 180 mg/dl and the repeat result was 158 mg/dl. The questionable result was not reported outside of the laboratory.